Event description:
Reporter indicated a vns therapy patient presented with high lead impedance on both normal and system diagnostics. No reported trauma or manipulation of the device. X-ray review showed no obvious lead discontinuities or other anomalies. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.